Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va052e4, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A patient reported they had a revision in (B)(6) 2016. The patient reported the placement failed on (B)(6) 2016, the patient was sent to a manufacturer representative (rep). The patient noted their healthcare professional (hcp), it seemed, did not want to be "bothered" with another revision despite the patient's saying and her seeing that the placement failed again and the device was not functioning properly. The patient noted they saw the rep and he quickly knowledge the placement had failed. The rep also ran a diagnostic test where he learned where was lead impedance. The patient was then scheduled for another revision on (B)(6) 2016. The patient stated that when the placement again failed on (B)(6), the patient contacted the rep. The patient noted that the interstim helps their fecal incontinence symptoms greatly and they were not ready to give it up. The patient stated the rep spoke to hcps about the patient's situation and suggested the patient to a hcp who had been implanting the devices longer and may have more ideas on how to achieve a successful placement. The patient had a revision on (B)(6). The patient stated the hcp was knowledgeable and so far the placement is successful. The patient noted the rep was at the surgery and spoke to the patient before and after the surgery to ensure that they were comfortable and informed. The rep followed up with the patient on (B)(6) to see how the patient was doing. Additional information from a manufacturer representative (rep) reported the patient had multiple revisions. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Date updated to the correct date of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.